Event description:
Olympus was informed that user facility performed improper reprocessing. The user facility soaked an endoscope with detergent solution for 30 minutes after a procedure. After soaking an endoscope, surface of an endoscope was wiped with a sponge soaked in low level disinfectant. The user facility did not implement pre-cleaning practice, brushing channel, soaking and endoscope in detergent solution. There was no patient harm reported.

Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The evaluation revealed that there was debris in the instrument channel near the distal end of the endoscope. Several black dots were observed on the monitor due to the broken image guide fibers. The device passed leakage test. An olympus service engineer visited the user facility and provided correct reprocess practices. This report is being submitted as a medical device report in an abundance of caution.